Event description:
A representative from a physician's office reported that following intraocular lens (iol) implant surgery, a patient reported blurry vision and halos. The lens was exchanged. The representative reports that patient is doing well following lens exchange. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to the FDA on: 07/07/2007. Additional information was requested 08/13/2007, 08/14/2007, 08/15/2007 and 08/24/2007. A completed questionaire has not been returned.